Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt reported an alleged lap-band "port leak." The problem was noticed when the pt went in for an adjustment fill, experienced no restriction. During this consultation, the surgeon tried to remove existing saline from the device but there was no fluid. The device was found to have a "leak" when the doctor performed a barium swallow and found the port had a hole in it. The port was removed and replaced.